Event description:
It was reported that needle frost occurred. An icerod cx 90 degree needle was in use during a cryotherapy treatment when it was noted that ice had formed along the needle shaft. An effort was made to protect the patient's skin from burns. A new needle was used to complete the procedure. No patient consequences were reported.